Event description:
A generator was returned for analysis. It was unknown where the generator was sent from, and no patient information or programming history was associated with the device. Product analysis was completed and approved on the returned device. Visual examination of the device showed markings typical of surgical procedures. No other surface abnormalities were noted. The device was interrogated and a system diagnostic was performed. Results were within normal limits, and showing an ifi (intensified follow-up indicator) condition: no. The device was performing according to functional specifications. Review of internal data stored on the device revealed that a high impedance event was seen on and before (B)(6) 2017. No other relevant information has been received to date.